Manufacturer narrative:
Device embolization is a known potential complication associated with the transcatheter valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, minimally calcified valve leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. The safety and effectiveness of the edwards sapien¿ transcatheter heart valve implant in the tricuspid valve position has not been established, is not an approved method of delivery for the sapien valve in the united states, nor is it endorsed or recommended by edwards lifesciences. In this case, the cause for the valve embolization into the right ventricle is unknown, there is limited information available, as this was an off-label case and not supported by edwards personnel. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
As reported to the edwards sales representative report, after gaining access in the right femoral vein the physician attempted to place a 26 mm sapien valve in the tricuspid position inside a pre-existing bioprosthetic mosaic valve using the retroflex3 system. Post deployment the sapien valve embolized into the right ventricle outflow tract (rvot). The physician tried to deploy the sapien valve in one of the pulmonary artery branches; however, they were too big and the physician could not secure the valve. The sapien valve was then snared into the inferior vena cava (ivc) deployed and covered with a stent. A melody valve (model pb10) was then deployed in the tricuspid position on a 24 mm bib (balloon-in-balloon) catheter. The patient left or in stable condition and was discharged home the following day.